Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as 2025. Attempts have been made for additional information, however, no further information has been provided. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient has pain when wearing the device. No further information was provided.